Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: thrombosis requiring medical intervention. Device issue: no device malfunction has been reported. Received maude report that states that pt presented to outlying hosp with stemi chest pain and was transferred to our facility for cath/pci. Predilatation was performed on the distal lesion, and a 2.5 x 8 xience v was deployed. Dilatation was performed on the mid and proximal rca. A 3.0 x 23 xience v was deployed in the proximal rca, and post dilatation was performed. Final films reveal timi iii flow with 0% residual stenosis in treated portion of the vessel. Pt did well, and was discharged. The next day, pt complained of severe chest pain similar to pain of stemi three days prior to original date. Plavix prescription was not filled yet. On arrival to ER, the pt was found to have new st elevation and taken emergently to cath lab. Films reveal that distal rca stent has a subacute thrombosis, and mid rca has a 50% lesion, proximal rca stent remains patent. Ptca with placement of add'l stents for treatment was performed. Final films reveal 0% residual stenosis and good timi iii flow. Due to the pt's three vessel coronary disease, after stenting of culprit rca, went on to have an elective cab four days after the original date. Discharged four days later.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident. Angina and thrombosis are listed in the xience v IFU as known adverse events associated with coronary stenting. The product was potentially used after the expiration date; however, there were units from this lot that were reworked to extend the expiration date, but it cannot be confirmed whether this particular product was from the reworked lot. The xience v IFU states: do not use after the "use by" date. A conclusive cause for the reported pt effects, and the relationship to the product, if any, cannot be determined.